Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was in recovery when blood pressure dropped. It was noted that rv lead had no capture and was not sensing. Physician suspected potential perforation. Patient was brought back to ep lab and the rv lead was repositioned. After rv lead was repositioned, a pericardial tap was performed. It was noted that patient was known to have an old effusion. Device was checked the following morning with everything checking out fine, patient was well.